Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Intraocular lens (iol) returned positioned incorrectly in the lens case. Solution is dried on both surfaces of the optic and one haptic. One haptic tip is broken or torn and not returned, the other haptic is bent or deformed. The optic is scratched or marked-rejectable. No cartridge returned. We are unable to determine the root cause for the reported complaint. Broken haptic due to haptic trapped between plunger and cartridge. The reported damage occurred at the time of iol went out of the cartridge. No cartridge was returned, due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the trailing haptic trapped between the plunger and cartridge, then the haptic was broken. Additional information has been requested.